Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump was not turning on. Customer's blood glucose value was 86 mg/dl. Customer stated insulin pump was exposed to moisture and noticed cracks on it and when they testing his blood glucose value. Customer states the display was blank less than 30 seconds and then returned. Customer stated that no physical damaged to the reservoir lip ring. The device will be returned for analysis.